Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally, customer's blood glucose (bg) decreased to 45 mg/dl after delivering a bolus and not eating enough carbohydrates to account for bolus. Customer ate candy to address bg. Reportedly, the customer had manual injections as alternate insulin therapy.